Manufacturer narrative:
(B)(4). Batch # r9487t. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a hysterectomy procedure, when the un-sterile outer packaging was opened, sterile packaging also broke. New device had to be opened. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # r9487t. Investigation summary: the analysis results found that the harh36 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to it. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch r9487t number, and no non-conformances were identified.